Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had alerts for high out of range impedances greater than 3000 ohms. The most recent atrial tachy response (atr) event shows respiratory rate trend (rrt) signal oversensing. The lead was checked with isometrics, where the impedances remained greater than 3000 ohms and there was loss of capture at max outputs. There were no sensing issues at this time, however there was a small amount of noise during isometrics that was not marked by device. The system remains in-service, where the plan was to turn the rrt feature off and continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to update device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had alerts for high out of range impedances greater than 3000 ohms that were confirmed on x-ray to be due to a lead fracture. The most recent atrial tachy response (atr) event shows respiratory rate trend (rrt) signal oversensing. The lead was checked with isometrics, where the impedances remained greater than 3000 ohms and there was loss of capture at max outputs. There were no sensing issues at this time, however there was a small amount of noise during isometrics that was not marked by device. The system remains in-service, where the plan was to turn the rrt feature off and continue to monitor. No adverse patient effects were reported.